Event description:
Reportedly, the pt was being prepared to be transported for a CT scan. He/she was taken off critical care ventilator and placed on ht50 ventilator. Within about 1 minute, the battery failed and the ventilator stopped operating. The pt was then disconnected from ht50 ventilator and hand ventilated. Ventilator had been plugged into a/c power prior to failure. Please note that the shutdown alarm went off at the time of the incident and the alarm sounded enough in advance for the user to take appropriate action, and there was no serious injury in this case.